Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, episodes of noise oversensing were observed on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD). The noise oversensing did not lead to any inappropriate therapy and all other lead parameters had remained stable. The noise could not be recreated during testing in clinic. The physician may perform a catheter review but nothing has been scheduled at this time. The rv lead is a competitor product. This ICD remains in service. No adverse patient effects were reported. Additional information was received that a revision procedure was performed and the rv lead was explanted and replaced. This ICD remains in service. No additional adverse patient effects were reported.